Manufacturer narrative:
The report of ipg being painful and non-functional was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all tests on the automated test equipment (ate).

Manufacturer narrative:
Date of event and patient weight is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-05969. It was reported that the experienced pain at the lead site and the system was inoperable. It is unknown if this occurred prematurely. As such, surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted to address the issue.